Event description:
Reportedly, the patient came with an escape rythm of 15 bpm. During the lead connection to the connector (primo-implantation), capture failure is noted while the pacemaker was in the pocket. The pacing was efficient while the pacemaker was outside the pocket.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular setscrew cavity was found damaged. - no obvious tightening marks were seen on the atrial setscrew tip and incorrect tightening marks were noticed on the ventricular setscrew tip. - the most likely hypothesis is that too much strength was applied with the screwdriver a leading to damages on the ventricular setscrew generating abnormal screwing and therefore a misconnection between the lead and the connector. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the patient came with an escape rythm of 15 bpm. During the lead connection to the connector (primo-implantation), capture failure is noted while the pacemaker was in the pocket. The pacing was efficient while the pacemaker was outside the pocket.